Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during intraocular lens (iol) implant procedure, the surgeon noticed that the lens was cracked after implanting the lens. Subsequently the lens was removed during initial procedure. The procedure was completed on same day without any harm to the patient. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned. Two photos were provided. The lens was not visible in either photo. A physical sample would be necessary in order to make a determination. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify a root cause for the reported complaint. The product has not been received to evaluate. The manufacturer internal reference number is: (B)(4).